Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced high blood glucose over 400 mg/dl in the morning. Customer stated that he was recently trained and he may still need to make some adjustments to the settings. Customer declined to troubleshoot. Nothing further reported.